Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users had been logged out unexpectedly, and error messages had flashed on the screen when attempts were made to pull out medications. A technical support specialist (tss) dialed into the station and discovered that the database (db) was bloated. The tss applied a knowledge article, medes total database size larger than used db size - shrink dsclientoltp and reduced the database size from 9 gb to 6.4 gb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower, repeatedly displayed errors while users were logged in and actively using it. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.